Event description:
It was reported by the patient¿s family member that the patient ¿slipped away¿ and the patient¿s implantable cardioverter defibrillator (ICD) ¿never fired¿. It was further reported by the family member that the emergency medical technicians reported that the device ¿wasn¿t shocking¿. No further information related to the patient¿s death was provided. The cause and additional circumstances of the patient¿s death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 5076-45 implantable pacing lead, implanted: (B)(6) 2010; 5071-35 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Additional information was received from the physician who noted the cause of death as cardiomyopathy and severe end stage heart disease.